Event description:
It was reported that device interaction occurred. The procedure was performed to treat a lesion in the non-tortuous right coronary artery (rca). An 8f non-boston scientific guide catheter and a 6f guidezilla ii guide extension catheter was used. The lesion was pre-dilated using multiple balloons, along with rotational atherectomy (rotablator) and intravascular lithotripsy (shockwave). A 3.00 x 38 mm synergy xd drug-eluting stent was advanced for deployment. During advancement, resistance was encountered as the stent interacted with the 6f guidezilla ii guide extension catheter. The stent was advanced past the guidezilla helix collar and inserted into the lesion. Upon attempted deployment, the balloon failed to inflate, and inflation was aborted. The stent could not be retracted into the guidezilla ii, and the entire system was removed together. Upon removal, the stent was visibly damaged and smashed on the balloon, with damage occurring during both advancement and withdrawal. Additional damage was noted on the guidezilla ii. Although the stent remained on the balloon, it had shifted from its original position. The system was successfully removed using the stent delivery system (sds), and the procedure was completed with a different device without any patient complications.

Event description:
It was reported that device interaction occurred. The procedure was performed to treat a lesion in the non-tortuous right coronary artery (rca). An 8f non-boston scientific guide catheter and a 6f guidezilla ii guide extension catheter was used. The lesion was pre-dilated using multiple balloons, along with rotational atherectomy (rotablator) and intravascular lithotripsy (shockwave). A 3.00 x 38 mm synergy xd drug-eluting stent was advanced for deployment. During advancement, resistance was encountered as the stent interacted with the 6f guidezilla ii guide extension catheter. The stent was advanced past the guidezilla helix collar and inserted into the lesion. Upon attempted deployment, the balloon failed to inflate, and inflation was aborted. The stent could not be retracted into the guidezilla ii, and the entire system was removed together. Upon removal, the stent was visibly damaged and smashed on the balloon, with damage occurring during both advancement and withdrawal. Additional damage was noted on the guidezilla ii. Although the stent remained on the balloon, it had shifted from its original position. The system was successfully removed using the stent delivery system (sds), and the procedure was completed with a different device without any patient complications.

Manufacturer narrative:
The device was returned for analysis. A visual inspection revealed that there was a partial collar and shaft separation. Microscopic analysis revealed that the shaft was flattened from 7.4cm to 8cm and from 16.4cm to 17.2cm collar.